Manufacturer narrative:
The user experienced severe hyperglycemia after repeated occlusion alerts that were not resolved after multiple changes while remaining connected to ilet therapy. This situation can result in interrupted insulin delivery and is consistent with the observed marked blood glucose elevation requiring emergency department treatment with IV fluids and insulin. Engineering logs were not available at the time of review; however, no definitive device malfunction has yet been confirmed, and available information supports a delivery interruption scenario. A follow-up MDR will be submitted if additional information becomes available or if inspection of the returned device indicates otherwise.

Event description:
On 27-nov-2025 the reporter reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels of approximately 915 mg/dl following repeated occlusion alerts that persisted despite multiple changes. The user was transported to the hospital by a caregiver where the user was treated with exogenous insulin and IV fluids and discharged (B)(6) 2025. No long-term health effects were reported.